Event description:
Hill-rom vital sign matching s314, documenting vital sign information on the wrong patient in cerner emr (electronic medical record). Etco2 information was being documented from vital sign machine on patient who was not having etco2 monitored. Staff verified that correct machine was associated with correct patient, it was. Then attempted to correct by disassociating and re-associating machine to patient; this did not correct problem. Staff then attempted to assign machine by direct scanning in the room; this also did not correct the problem. Staff notified it department to investigate the issue further. Made for all staff caring for patient to not rely on vs (vital signs) information directly documented by machine into emr.